Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a thrombus. During an ablation procedure to treat an av node reentry tachycardia (avnrt) in the right atrium, an intellamap orion catheter was selected for use. Eps was performed after conditioning the orion, and when inserted within the right atrium, deployment was not detected on the map due to impedance abnormality. When checked, all was abnormal, so it was requested that the device was pulled outside the patient and perform conditioning again. When soaked with saline outside the patient, a thrombus got attached. Clotted blood components were observed when removed the orion from the body and checked. When removal of the thrombus and conditioning were performed, it returned to normal, so the procedure was continued as it is. No interventions took place. Procedure was able to be completed successfully without further complications. The patient is stable. Catheter is not expected to be returned as it was discarded. It was further reported that a contrast CT scan of the left atrium was taken pre procedure. It is unknown whether anticoagulant therapy with medication was administered before the procedure or if the patient was taking any medications. No imaging was performed to rule-out thrombus pre-procedure. During the procedure and after the orion was started, heparin was administered and activated clotting time (act) was measured, however act was not measured at the time of the incident. As per the orion package insert, a saline bag was used at a pressure of 250-300mmhg, no irrigation issues were noted. Irrigation was not interrupted or stopped during the procedure. Imaging used to identify the clot is not available.